Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. However, there are no test strips remaining to return. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable inr results for 1 patient with coaguchek xs, meter serial number (B)(4), compared to a laboratory result using an unknown method. At 8:22 am the laboratory result was 1.8 inr. At 8:32 am the meter result was 2.4 inr. The patient's therapeutic range is 2.0-3.0 inr. The patient tests weekly.